Event description:
Reportedly, during testing, the display screen turned white and the settings couldn't be accessed. The covidien service engineer (cse) replaced the single board computer (sbc) and the unit worked normally. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).